Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-00058 and 2134265-2014-00059. It was further reported that motor drive unit (mdu) automatic pullback failure occurred. Vascular access site was obtain through the right radial artery. During an intravascular ultrasound, an unspecified bsc imaging catheter was used in conjunction with a bsc sled. It was noted that the mdu would not pullback. Manual pullback was performed once.

Event description:
Same case as 2134265-2014-00059 and 2134265-2014-00058. It was reported that there was a problem with the motor drive unit's (mdu) automatic pullback function. Facility reported faulty mdu pullback function. Procedure was completed with another of the same device. No patient complications were reported.